Event description:
It was reported that the user experienced bluetooth connectivity issues preventing the dexcom g7 sensor from pairing with the ilet, and support provided troubleshooting and education including toggling between dexcom g7 and g6 twice, restarting the ilet twice, and advising to allow up to 30 minutes for pairing; the user¿s highest reported glucose during the incident was 199 mg/dl, and the issue was expected to be corrected by reconnecting the g7 and resuming insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed a pairing failure limited to the ilet connection pathway with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a connectivity pairing failure without clinical impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.